Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has touchscreen issues. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer only called to inquire about the part number of the touchscreen. No repair will be carried out. No repair will be carried out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.